Event description:
It was reported that the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 5 and 24 hours. It was noted that the needle did not deploy. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed despite having run 1063 pulses. After removal of the top housing, the needle mechanism fully deployed. Score marks were observed on the interior of the top housing, and scratch marks with plastic was observed on the linkage assembly indicating an interference between the linkage assembly and the top housing. The misaligned linkage assembly is confirmed as the cause of the needle's failure to deploy.